Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stoppage occurred due to the patient running the batteries down too low to where it would not support the pump. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported no external power event was confirmed based on the evaluation of the submitted log file. The submitted log file contained approximately 26 days of data, spanning from (B)(6) 2017 to (B)(6) 2018, and captured a no external power event on (B)(6) 2017 at 0115 hours. Support was not interrupted as a result of the event. The patient remains ongoing on vad support. No additional information was provided. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.